Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was using auto mode at the time of incident. Troubleshooting was not performed. The device will not returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.